Event description:
A customer reported that the pro7000de, hall oralmax elite high speed drill was used in an unnamed procedure on an unknown date and became ¿noisy and hot¿. The procedure was completed with a ¿new handpiece¿, and with no delay ¿except to get the alternate device¿, which was nearby. There was no report of injury, medical/surgical intervention, or extended hospitalization for the patient or user. The customer was unable to provide further details about the event. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device has been returned to conmed; however, the complaint investigation has not been completed. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A customer reported that the pro7000de, hall oralmax elite high speed drill was used in an unnamed procedure on an unknown date and became ¿noisy and hot¿. The procedure was completed with a ¿new handpiece¿, and with no delay ¿except to get the alternate device¿, which was nearby. There was no report of injury, medical/surgical intervention, or extended hospitalization for the patient or user. The customer was unable to provide further details about the event. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Correction: the date in block b.3 has been removed, as it had been entered in error. Reported event of ¿tool overheating¿ was confirmed. The evaluation found that the preventative maintenance was not overdue. Additional problems were found. The rotor assembly was serviced. Additional parts serviced were the compression spring, the o-ring, the collet assembly, and the cast stator assembly. A root cause cannot be determined; however, based upon the risk analysis, a possible cause of this event could be bearing failure. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. The service history was reviewed and found similar problem repairs to this complaint. A two-year review of complaint history revealed there has been a total of 77 reports, regarding 77 devices, for this device family and failure mode. During this same time frame (B)(4) have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to continually check handpiece for overheating. If overheating is sensed, immediately discontinue use and return equipment for service. Overheating of the blade or bur may cause damage to the blade or bur and may cause burns or thermal necrosis. Failure to follow the specified service interval could result in reduced instrument performance or overheating of the handpiece. Overheating can lead to possible burn injury to the patient or medical personnel. Rotation of handpiece usage per day will assist with proper performance. Overheating can occur if bur guard bearings are worn or not kept clean. We will continue to monitor per regulatory requirements to help ensure patient safety.